Event description:
It was reported that the ventilator delivered a higher respiratory rate than set. There was no patient harm. Manufacturer's ref # : (B)(4).

Event description:
Manufacturer's ref # : (B)(4).

Manufacturer narrative:
The issue regarding respiratory rate high and the intermittently ventilator alarms for expiratory cassette error has been confirmed by the review of the returned device logs. These alarms were not reproduced when testing the returned cassette.the investigation has identified this to be an alignment issue between the expiratory channel connector, and the expiratory channel (inside the expiratory cassette), causing bad connections between these parts resulting in measuring issues of the expiratory flow. The smaller size makes it possible for the expiratory cassette to be moved more than intended in the cassette compartment and in some positions cause bad alignment between the connectors in the cassette compartment and the expiratory cassette. The cassettes are within specification when delivered but a fraction of them has been found to be in the negative tolerance of the dimension. Expiratory cassettes that are sterilized by autoclaving might shrink about 0.5% due to the composition of the material it is produced from. The combination of the slightly smaller size and autoclaving is the cause of this issue. Corrective actions to resolve this issue have been implemented in production for the servo-u expiratory cassettes counting from cassette serial number (B)(6) and for servo-n expiratory cassette from serial number (B)(6).